Event description:
Defective power board. Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event was found. The device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during external visual check. However when power cord is plugged in and device turned on, ac power on indicator did not light which confirms the reported event. Several functional tests were carried out and performed within IFU specifications. The cause of this issue was likely due to a defective power supply board. The board was sent to brézins for further investigation. The part was tested on the demo device and issue was reproduced. The device would not operate on the mains when it was plugged in. Test on the secondary transformer was carried out and found that there was no output due to voltage being too low. The root cause of this failure is probably due to a weakness of the power block. Note: during ocs test the clamp motor was found abnormally noisy, so it was replaced as a precaution but this is not linked to the reported event.

Event description:
Defective power board.